Event description:
A surgeon reported at a meeting with one of tsl's sales representatives that he had used permacol to reinforce a stoma site that he was closing as he was relocating the original stoma to another position. The patient then presented with a parastomal hernia and upon exploration the permacol was noted to have dissolved. The doctor advised that the permacol may have been exposed to faecal material and contamination because the bowl was inadvertently nicked and there was some spillage.

Manufacturer narrative:
To date there has been no lot number information provided by the surgeon, however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Following a review of the case details, the doctor seemed satisfied with the discussion and support provided by tsl and the matter is not closed.